Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, an event history log review, and a power-on self test. During the visual inspection, a damaged latch roller was found. The cause of the damaged latch roller was unable to be determined. To resolve the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged latch roller. No additional information is available.